Event description:
During a laparoscopic colon procedure, no function after 5 minutes. Display showed an instrument error. A new device was used to complete the case with no patient consequence. No further information is available.